Event description:
Edwards received notification that a valve model 6900p27c implanted in the mitral position underwent a valve in valve procedure after an implant duration of nine (9) years and nine (9) months due severe stenosis. The patient presented with heart failure. A 29mm transcatheter valve was implanted within the surgical device. The patient was noted as to be discharged home.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (type of investigation) and updated information in section h6 (investigation findings and investigations conclusions). H11. Manufacturer additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors and an implant duration over nine (9) years likely caused or contributed.